Manufacturer narrative:
This report is for an unknown viper system/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of a clinical evaluation report (cer) from a related research activity database (ddra) for patients undergoing surgical procedures in the thoracic, lumbar, and sacral spine. Failed thoracic, lumbar, or sacral spine surgery has been identified as the reported complication as per ICD 9 & 10 categorization experienced by the following with corresponding intervention: in the matrix group: 42 patients had a reoperation within 0-3 months following the index procedure. 28 patients had revision within 0-3 months following the index procedure. 91 patients had revision within 0-12 months following the index procedure. 59 patients had revision within 13-24 months following the index procedure. In the viper group: 83 patients had a reoperation within 0-3 months following the index procedure. 102 patients had revision within 0-3 months following the index procedure. 262 patients had revision within 0-12 months following the index procedure. 137 patients had revision within 13-24 months following the index procedure. In the pediatric-viper group: 2 patients had revision within 0-12 months following the index procedure. 1 patient had revision within 13-24 months following the index procedure. This is for depuy spine viper system. It captures the reported revision within 0-12 months following the index procedure. This is report 3 of 6 for (B)(4).